Event description:
It was reported that during an orif (open reduction, internal fixation) right acetabulum procedure a 6.5mm cannulated screw was implanted with a washer. The washer contacted the bone and popped off the head of the screw, the screw is implanted in the patient. There was a 3-5 minute surgical delay. Patient status is unknown at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.